Event description:
It was reported that the programmer would not auto-identify implantable heart devices, that it was "very intermittent." The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer was unable to auto-identify devices and it was attributed to a loose radiofrequency head connector on the link electronic module (lem) board and therefore the lem printed circuit board was replaced and calibrated. Analysis also found broken eject buttons on the personal computer memory card international association card slot, two hinge plate screws were missing and the system fan was noisy. All found defective parts were replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.